Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the left anterior descending artery. As the physician attempted to advance the 3.00x20mm taxus express2 drug eluting stent, the proximal portion of the stent caught on a previously implanted stent. The stent dislodged and was retrieved with a snare. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent and tip damage.

Manufacturer narrative:
Product analysis was unable to verify the reported difficulties stated in the complaint. The stent was visually, tactilely and microscopically examined and found the stent damaged and bunched up on the entire one end of the stent. The returned catheter was visually, tactilely and microscopically examined along the entire length and no defects or anomalies were found on shaft. The distal end of the catheter was inspected under magnification and found the tip damaged. Blood and contrast were visible, therefore, indicating that the device had been used in vivo. A review of manufacturing records found that the device met material, assembly and product specs. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.